Manufacturer narrative:
On december 1, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 6, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Also, on november 6, 2020, mentor became aware via documentation received with the device that the date of replacement surgery was on (B)(6) 2020. Hence, field d7 for explantation date has been updated to on (B)(6) 2020 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii/IV. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent unspecified breast augmentation with a 325cc mentor memorygel breast implant on the left side and with 300cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade iii/IV postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502501bc; serial number (B)(4) on the left side, and with catalog number 3502501bc; serial number (B)(4) on (B)(6) 2020. This report is for the patient¿s left-sided device.